Event description:
Consumer called to report a needle stuck in his thigh when injecting insulin. No bleeding/bruising. Went to his medical professional and had him remove with tweezers.

Manufacturer narrative:
Consumer will return the product for investigation. Not returned as of this date. Batch history review conducted by manufacturing yielded no anomolies during production. Awaiting product return to conduct quality investigation.